Event description:
Male patient, with a chronic total occlusion of the left superficial femoral artery. A stent had been placed in the distal left iliac artery during a previous intervention. The patient has a very diseased and calcified aortic-iliac bifurcation that is very acutely angle. The proximal sfa was very diseased and calcified. A 45cm long terumo sheath and terumo 0.035 glidewire were advanced up and over the iliac bifurcation but were unsuccessful in straightening out the bifurcation or the tortuous iliac/femoral arteries. The physician was able to open the left sfa cto with a frontrunner micro-guide catheter and a terumo 0.035 glide wire using the subintimal loop dissection technique. An angiogram through the micro-guide catheter confirmed that the wire and the micro-glide catheter had reentered the true lumen. The glidewire was then exchanged for a .014 abbott confianza guidewire and the entire sfa was dilated with a 3.0 x 120 ev3 amphirion deep pta balloon. Next, the physician attempted to place a 7 x 120mm cordis smart stent in the distal sfa/popliteal. The stent would not track properly. Instead, the physician put a cordis opta-pro 5.0x100 balloon down and attempted to exchange for an amplatz superstiff .035 guide wire. The wire would not advance down the vessel. He put the terumo glide wire back in and successfully ballooned the sfa region. He again tried to pass the smart stent to the popliteal region. Due to the highly calcified iliac bifurcation that would not flatten out as well as the tortuosity of the iliac vessles and the calcified diffuse disease of the sfa, the smart stent would not advance. There was just too much friction. He then successfully stented the proximal-sfa with the 7x120 cordis smart stent. The same optapro 5x100 balloon was used to post-dilate the smart stent. He then passed an ev3 protege' 7x150mm stent through the smart stent to the distal superficial femoral and popliteal arteries. After approximately 40mm of the protege stent was deployed, significant friction was felt in the deployment system. The distal handle, side port assembly and strain relief disengaged from the outer dark blue catheter of the protege deployment system. Also, the terumo sheath was manipulated to assist in the deployment process. The 0.035 guide wire was removed to exchange for a 0.035 super stiff amplatz guide wire to attempt to straighten out the tortuosity and aortic bifurcation and hopefully assist the stent deployment. They were not able to introduce the super stiff guide wire because the wire would not advance past the distal metal portion of the stent deployment system. This is the location where the strain relief is normally attached to the blue sds catheter. The physician was successful in passing a cordis sv-8 0.018 guide wire past this area and past the popliteal artery. The physician and the techs were unable to get the outer blue catheter to slide over the metal proximal end of the delivery system to complete the deployment. In an attempt to better grip the outer blue catheter, they slit the outer catheter longitudinally to create a long flap, and then used hemostat forceps as a vise grip, rolling the flap around the forceps tip. There was still too much resistance in the delivery system and the flap broke free from the sds. After considerable time trying to complete the deployment, the stent actually broke in two pieces with the distal portion remaining in the popliteal artery and the proximal portion remaining in the sds with approximately a centimeter hanging out the distal end of the sds. When trying to remove the sds and proximal end of the protege', the portion hanging out caught in the previously deployed smart stent. The proximal metal handle of the sds was then broken off to allow for sheath exchange. A terumo 90cm sheath was then introduced over the sds in attempt to recapture the distal end of the broken off protege' stent. This attempt was unsuccessful. When trying to remove the 90cm sheath, the protege' stent then completely deployed. The physician then exchanged back to a fresh 7f 45cm terumo sheath. A .014 guidewire and amphirion deep 4x40 balloon were used to post-dilate the stents. He then exchanged for a cordis storq .035 wire and cordis smart control 7x120, 7x100, and 7x80 stents were used to successfully stent over the two parts of the protege' stent. Post-dilatation was completed with an ev3 sailor 5x20x130 pta balloon. Final angiographic result showed all stents were widely patent with good flow down the vessel.